Manufacturer narrative:
(B)(4). Reported event of fiber broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 1, 2017 that an accumax 550 laser fiber was used during a holmium laser enucleation of the prostate procedure in the prostate performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium p120 with settings of 2 joules and 50hz. According to the complainant, during the procedure and outside the patient, the fiber body broke between the laser unit and the patient's leg. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.